Event description:
A distribution from (B)(4), received a complaint from a consumer regarding condom breakage in a situation where (B)(6) is involved. The consumer purchased the condom as a method to prevent pregnancy and risk of (B)(6) virus since her husband has (B)(6). When they used the condom as usual for the past several years, they noticed it broke. She went to the emergency clinic where they gave her the day after pill to prevent pregnancy. Regarding the virus, it will take three months for a blood sample to be taken and then wait one more month for the institute of public health to send the result.

Manufacturer narrative:
Exemption number (B)(4) healthcare products llc is submitting this report on behalf of suretx ltd.